Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation is in progress, a supplemental report will be submitted.

Event description:
As reported by an edwards clinical specialist, during a transfemoral tavr procedure, the first 23mm s3 ultra valve and commander delivery system were inserted into sheath. The vessel was not pre-dilated. There was a lot of resistance during advancement of the delivery system through the esheath. The resistance in the esheath with the ds felt was felt during the transition between strain relief and sheath shaft. The delivery system was finally advanced and valve alignment was performed. When advancing the catheter, it was noticed that something was at the distal tip of the valve. The team was unsure what it was, so it was decided to pull the whole system out and prep a new system. The ds/valve/sheath were removed as a unit. When the system was pulled out, the tip of the balloon was bunched up behind the valve. A new system was prepped and advanced to place, the new valve was successfully deployed. After deployment a groin shot was taken, a dissection was noted in the external iliac. A vascular surgeon was consulted and came in and did a cutdown and put in a patch. The patient remained stable throughout. Per imaging provided, a liner delamination was observed.

Manufacturer narrative:
UDI (B)(4). Thv/tvt registry. The investigation is in progress, a supplemental report will be submitted.

Event description:
As reported by an edwards clinical specialist, during a right transfemoral tavr procedure, the first 23mm sapien 3 ultra valve and commander delivery system were inserted into sheath. The vessel was not pre-dilated. There was a lot of resistance resulting in pushing the system hard to get the delivery system to advance. Delivery system finally advanced and valve alignment was performed. When advancing the catheter, it was noticed that ¿something¿ was at the distal tip of the valve. The team was unsure what it was so it was decided to pull the whole system out and prep a new system. When the system was pulled out the tip of the balloon was bunched up behind the valve. A new system was prepped and advanced to place, the new valve was successfully deployed. After deployment a groin shot was taken, a dissection was noted in the right external iliac. A vascular surgeon was consulted and came in and did a cutdown and put in a patch. The patient remained stable throughout.

Manufacturer narrative:
An engineering evaluation as completed. Therefore, a supplemental report is being submitted. The sheath was returned with the inserted delivery system. The delivery system was returned unlocked at the default position, with a full loader inserted and 50% fine adjustment used. The sheath was fully expanded as designed. Minor soft tip damaged was observed. Sheath distal tip was opened as design.  Severe scratches observed on the sheath shaft (hdpe) distal section and minor tears along the scratches observed on strain relief, which was 1¿-1.5¿ from distal strain relief. C-marker band was intact. Minor distal tip stretching at the end of vertical score line of sheath. It was previously reported that per the imaging provided, a liner delamination was observed. However, the engineering evaluation confirmed there was no liner delamination. Review of procedural videos/imagery/photographs was performed, and the following was observed: the delivery system was inserted through the sheath, and valve alignment was performed since the valve seated on the flex tip. Used sheath¿s tip appeared to have minor soft tip damaged, and it was opened as designed. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaints for ¿sheath resistance with delivery system¿ was unable to be confirmed based on returned device and provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿there was a lot of resistance during advancement of the delivery system through the esheath. The resistance in the esheath with the ds felt was felt during the transition between strain relief and sheath shaft.¿ based on visual inspection, severe scratches on the exterior sheath shaft and strain relief are indicative of calcification in the patients access vessels. The presence of calcification could create a challenging pathway for delivery system insertion through the sheath and led to resistance and high push force. Per IFU/training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event.   This complaint was unable to be confirmed based on returned device and provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Although no IFU/labeling/training manual inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.